Manufacturer narrative:
Correction to field d6: implant date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to insulation damage noted on the distal end. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to insulation damage noted on the distal end. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Product investigation confirmed the reported observations. This lead was subjected to and passed continuity, visual inspection and wire insertion tests. Detailed analysis confirmed drug collar has been ripped/torn (uneven), and material is missing. Likely damaged during attempted implant (induced). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to insulation damage noted on the distal end. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.